Event description:
A report was received that the patient¿s leads had high impedances. The patient underwent an explant procedure. The physician suspected device malfunction.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 16139909, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.